Manufacturer narrative:
Check of the DHR: by checking the DHR of the lot #1213786, no pre-existing anomaly was detected on the 15 delta tt acetabular cup. Therefore, all the item were manufactured up to specification. Furthermore, this is the first and only complaint received on 15 components implanted. Xrays analysis: we received xrays dated (B)(6) 2016 and on (B)(6) 2020 and sent them to our medical consultant for clinical analysis. Following his comment is reported: "it may happen that an acetabulum fractures during impaction of the graft, this is one of the known risks and should be covered by the written consent before surgery. As a consequence the cup has tilted and finally settled in a misplaced position as is visible on the x-ray dated (B)(6) 2016. Surprisingly it seems, that function remained satisfactory for almost 4 yrs! In (B)(6) 2020 the hip dislocated (which might have been expected much earlier) and required revision with better positioning of the cup. The fact that the cup was very well fixed at revision underlines the excellent biocompatibility of the tt, that provided osseous ingrowth even into a grossly misplaced cup. The case such is not attributable to a failure of the implant. Just the opposite, it shows the excellent quality of tt." According to the medical consultant, the initial fracture caused by surgical operation led to cup malposition, as it is visible by post-operative xrays. Therefore, cause for the failure is not product related. In conclusion, stating that all the components were up to specification and no further complaints were received on this lot, and considering the opinion of the medical expert, we can state that the root cause of the event is surgical error. Event not product related. Pms data: according to our pms data, occurrence rate of delta tt cup replacement due to initial malpositioning is 0.007%. No corrective actions implemented for this specific case. Limacorporate will keep the market monitored. Please, consider this report as initial-final MDR.

Event description:
Revision surgery due to acetabular fracture and malposition of the delta tt cup performed on (B)(6) 2020. Primary surgery was performed on (B)(6) 2016. According to the information provided by the complaint source, surgeon believed the patient's acetabulum was fractured during the impaction of the cup during the primary surgery. During revision, the cup was extremely well fixed and very difficult to remove. The following components were explanted and replaced: delta-tt acetab.cup 44 mm for - product code 5552.15.440, lot#1213786 - ster.1200374; fem. Modular head - m 28mm - product code 5010.09.282, lot#1405478 - ster.1400172; delta protr.liner int 28mm #s - product code 5886.51.055, lot#1506113 - ster.1500152. Event occurred in (B)(6).